Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Event description:
After use for 4 months, it was noted the liquid could not be stopped from coming out of the transfer set, even after closing the clamp. No patient injury was reported. They had not used additional disinfectant.